Event description:
It was reported that the device has not been recharged since implant; the pt has been 'sick and in the hospital' since then. Recharging is difficult. Add'l info has been requested, a f/u report will be sent if add'l info is received.